Event description:
Outpatient undergoing bilateral iliac stent placement under ultrasound and fluoroscopic guidance. The procedure was to place bilateral kissing aortoiliac stents. Medical records quote by md, "I had enormous difficulty deploying the stents bilaterally. I deployed the stent on the right after great difficulty in pulling back the sheath...I could never accurately deploy the stent on the left. The stent became partially deployed and the sheath became kinked and stuck on the stent. In effect, the entire deployment mechanism was broken... I could not leave the stent in place due to the fact that it was incompletely deployed...I pulled the deployment apparatus back through the 8 french sheath...the deployment apparatus broke from the stent, leaving the stent in the external iliac artery...essentially pulling the stent back into the common femoral artery with the distal tip of the stent into the arteriotomy site." The pt required surgery to remove the damaged stent, ebl was 1700 cc. Pt was discharged 5 days later.